Event description:
A dentist performed a routine procedure on a pt. During treatment, the dental electric handpiece got hot but caused no burn or any injury on pt.

Manufacturer narrative:
The user of the dental handpiece recognized the hp is defective and gets hot. Therefore, was not caused any burn or other injury. During product eval, low debris level were found in the handpiece. The bearings were gritty and the head was damaged/dented. The cause for overheating is the dented head at the back cap of the handpiece.